Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outflow graft stent placed on (B)(6) 2023 during which the patient had a low speed advisory alarm on their controller. The customer thought this was caused by pump speed being decreased to lower than the set low speed limit.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the specific type of outflow graft obstruction prompting the outflow graft stent placement was not reported and could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.